Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error and external ram crc error alarm anomalies noted. No unexpected watchdog timeout alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had watchdog timeout alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.